Event description:
The customer reported a clear fluid leak of approximately one half cup (0.5 c.) From the red blood cell (rbc) bath on a coulter act diff 2 analyzer after running a patient sample. The leak was not contained within the instrument and vacuum error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and found a leak from the rbc bath overflowing. The fse noticed that the waste tubing had folded over at the sink drain, restricting the ability of the instrument to pump waste out. The fse repositioned the waste tubing, which resolved the leak. The fse also found that the platelet backgrounds were failing on startup. He replaced the rbc diluent filters, which resolved the failing platelet backgrounds. The fse noticed that the probe wipe was wet and found a second leak from the tubing through pinch valve lv8. He replaced the tubing at lv8, which resolved the leak. The instrument ran without any leaks or errors. The repairs were verified per established service procedures. (B)(4).